Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of capture due to noise on right ventricular lead was observed. The noise was reproducible with arm movements. Insulation breach was noted. Lead was capped and replaced on (B)(6) 2019. Patient was stable throughout the event.